Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin. Technical support educated the caller that the cartridge should only be used for up to 72 hours, and the caller acknowledged this information. Additional assistance was deemed unnecessary, and the case was closed.